Event description:
The complainant reported a 49 year-old male patient with acute myocardial infarction / cardiogenic shock was implanted with an impella 5.5 for mechanical circulatory support. The complainant reported the 5.5 was showing purge blocked alarms. The alarms did not prompt any pump replacement or intervention. The patient remains on support despite the alarms.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Manufacturer narrative:
The investigation for the high purge pressure (hpp) has been completed. No product was returned for investigation. Data logs show that 260 hrs into support there is a 13min rise in pp and drop in purge flow with hpp and purge system blocked alarms. The purge flow tick stalls. Flow, placement signal (ps), and motor current (mc) are pulsatile throughout support. During this time of hpp, there are a few instances of the pressure purge recovering and then immediately returning to hpp; these periods do not correlate with bag or cassette changes. The root cause of the high purge pressure was most likely a kinked purge line due to excessive force by the user. The product was not returned therefore the location of the kink is unknown. F6/f8 should have been left blank in the initial report. G4-added PMA number.